Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an incisional hernia repair following an ilius, ileocoecal resection and mesh was implanted. One year post operatively, the patient developed a recurrent hernia. The patient underwent an open ventral hernia repair procedure. During the surgery it was noted that the mesh was torn in the middle. The mesh was explanted. It is not known how the defect was repaired.